Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿downstream occlusion sensor error¿ was unable to be reproduced. The device alarmed reload set after loading a set into the tubing channel and closing the door. A review of the event history log did not find any events recorded on the reported event date. However, during the last days of use there are multiple reload set messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified but instead it was determined the customer meant the issue was a "reload set" alarm. The cause of the reload set was determined to be the downstream tubing guide depth out of specification and downstream tubing guide has a chipped corner. The downstream tubing guide will be replaced to address the issue. A reload set alarm would not cause a death or serious injury if it were to recur. This alarm occurs upon pump-tubing set-up (tubing loading). The issue may result in a delay of starting the pump. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had downstream occlusion sensor error during programming/setup. There was no patient involvement. No additional information is available.